Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch and pacing inhibition while the right ventricular (rv) lead exhibited noise. During the scheduled generator change procedure, programming changes on the ra lead sensitivity was done while no changes or interventions were done on the rv lead; the rv lead will continue to be monitored. The patient was in stable condition.